Event description:
It was reported to boston scientific corporation that an rx biliary stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2015. According to the complainant, during the procedure and inside the patient, the physician attempted to place the rx biliary stent. They had difficulty advancing the stent into the common bile duct (cbd). The physician realized that something had come apart, so the rx biliary stent was removed from the endoscope. The physician noticed that the catheter had broken off. The broken catheter piece was retrieved and everything was removed from the patient. The procedure was aborted, and no additional stent was placed. No other issues were noted to the device, and there was no visible damage noted to the device or its packaging prior to use. There were no patient complications reported as a result of this event, and the patient's condition at the conclusion of the procedure is reported to be "fine".

Manufacturer narrative:
A visual evaluation of the returned device found that the push catheter was broken approximately 36cm from the distal end. The broken area appeared to be torn and was kinked approximately 4mm from the location of the tear. The investigation concluded that the most probable root cause is 'undeterminable' due to the missing components not returned that are essential for the root cause classification. A review of the device history record (DHR) confirms that the accepted device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed no anomaly was found.

Event description:
It was reported to boston scientific corporation that an rx biliary stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2015. According to the complainant, during the procedure and inside the patient, the physician attempted to place the rx biliary stent. They had difficulty advancing the stent into the common bile duct (cbd). The physician realized that something had come apart, so the rx biliary stent was removed from the endoscope. The physician noticed that the catheter had broken off. The broken catheter piece was retrieved and everything was removed from the patient. The procedure was aborted, and no additional stent was placed. No other issues were noted to the device, and there was no visible damage noted to the device or its packaging prior to use. There were no patient complications reported as a result of this event, and the patient's condition at the conclusion of the procedure is reported to be "fine".

Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.